Event description:
During a therapeutic ercp, male and age unknown, and after several attempts to break the calculus, the clinician attempt to remove the basket from the pt and noticed that the basket had detached from the sheath and remained in the pt. The pt was taken to the operating room where an open surgical procedure was performed to successfully remove the stone and the basket. There were no other reported adverse affects as result of this malfunction.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis is not available and we are unable to determine if the device met specifications. We are unable to determine the relationship between this device and the cause for this event at this time.